Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from her scs system. In turn, the patient underwent surgical intervention wherein a new lead was added to provide bilateral leg and low back coverage. During the procedure, the patient's original lead was disconnected. The disconnected lead remains inside the patient's body as the physician decided not to explant the device.

Event description:
Follow-up information revealed the patient reported effective stimulation coverage following the procedure.